Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited impedance out of range and high thresholds. During replacement procedure, a fracture was noticed at the yoke.